Event description:
It was reported that the patient received inappropriate shocks from the device. The leads were found to be within normal parameters so a device malfunction was suspected. Review of data indicates there was a high current drain. The device reached elective replacement indicator (eri) and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device lasted 55% of its projected longevity. The current drain level was higher than normal for this device and the cause of the early battery depletion. The reported battery depletion and high current drain were confirmed and shown to be associated with the supply voltage being pulled to a positive value. The source of the high current drain and anomalous supply was isolated to the small chip scale package (scsp) which contains the integrated circuit (ic ) that generates supply voltages. However, additional evaluation of the scsp cleared the failure resulting in nominal values for system current drain and supply voltage. Attempts to recreate the failure signature were not successful. The cause of the high current drain was not determined.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. There is no additional applicable device information in the save to disk to explain the complaint.